Manufacturer narrative:
It was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and cup and this will continue to be monitored. The bhr head involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr cup. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. Although cobalt and chromium levels were reported as 3.4 and 2.5 respectively, no units of measure or laboratory reports were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and elevated cobalt and chromium levels cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a left hip revision surgery due to persistent pain, stiffness, ambulation difficulties and elevated cobalt and chromium metal ion levels in the blood.

Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported a left hip revision surgery due to persistent pain, and elevated cobalt and chromium metal ion levels in the blood.